Event description:
It was reported that a patient underwent dental surgery and suture was used. During the procedure, the suture was snipped by the surgeon and the piece fell into the patient. The patient plans to go back to the office for the suture to be removed.

Manufacturer narrative:
(B)(4). Conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.